Manufacturer narrative:
No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "I am a diabetic who injects himself at least four times a day, often more, using your needles, for many years now. This morning I injected myself, but no insulin left the syringe. I then verified the reason and determined that it was the fault of the needle, not the syringe itself, as the subsequent needle worked satisfactorily.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "I am a diabetic who injects himself at least four times a day, often more, using your needles, for many years now. This morning I injected myself, but no insulin left the syringe. I then verified the reason and determined that it was the fault of the needle, not the syringe itself, as the subsequent needle worked satisfactorily."